Event description:
An e-newsletter reported a study of pts that had intraocular lens (iol) implant surgeries performed. This study included 42 eyes whose lenses had some degree of lenticular glistenings following implant surgery. Glistenings were graded at the slit lamp from trace to 4+. The researchers graded trace in (B)(4) eyes ((B)(4)), 1+ in five eyes ((B)(4)), 2+ in ((B)(4) 3+ in three eyes ((B)(4)) and 4+ in two eyes ((B)(4)). In eyes with 2+ or higher, the snellen acuity was one-half line lower than in eye with glistenings graded less than 2+. In eyes with glistenings graded above 2+, using the brightness acuity tester (bat), the snellen acuity was one line lower than eyes with glistenings graded as less than 2+. Of the 15 iols with glistenings graded higher than trace, (B)(4) had been in the eye for more than one year. Researchers found no evidence that contrast sensitivity was affected by the glistenings. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information has been requested. (B)(6). (B)(4).